Event description:
It was reported that the saw attachment is defective, the saw blade does not hold in the anchorage. There was no harm for patient, operator or third party. There was no case involvement reported. No further information received. Update, khe, 26-nov-2026 further information received with a complaint form. The event occurred during a shoulder prosthesis. There was no harm for patient, operator or third party reported. No piece broke off inside the patient. The surgery was finished successfully with a new device with the same part no. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The manufacturer evaluation revealed a loose screw 483850 which resulted in the reported event. Further evaluation did not reveal any damages at the thread of the screw and loctite is also visible. The reported event therefore is confirmed. If the screw is exposed to strong vibration, it can lead to loosening of the screw.